Manufacturer narrative:
Lot number - requested but not provided. UDI - unknown due to lot number being unknown. Expiration date - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device failed.

Event description:
Additional information was received on 7/13/18: the plug did not deploy during an aortogram with runoff. This was a right leg stick access site. The reported blood loss during this event was 100ml. The sheath size was 7fr. Manual compression was applied after the angio-seal failed. The patient condition is stable. The procedure outcome was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide an update section. In the initial report it was reported that this event was a malfunction however after receiving the additional information the event should be reported as an adverse event.

Event description:
Additional information was received on 07/13/2018: the plug did not deploy during an aortogram with runoff. This was a right leg stick access site. The reported blood loss during this event was 100ml. The sheath size was 7fr. Manual compression was applied after the angio-seal failed. The patient condition is stable. The procedure outcome was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.